Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station failed to power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system would not power on. The field service engineer (fse) disconnected all components from the old power module to rule out any shorts, but the module still failed to power on. The power module was then replaced, and the unit powered on and operated correctly after the replacement. The fse also tested in hardware test application, had the customer login into application and confirmed was able to unlock all drawers. The system functioned as intended after the field service engineer (fse) repaired the device.